Event description:
Pt self tester alleges discrepant low readings on inratio. First correlation inratio inr=1.0, clinic inr=1.6; second correlation inratio inr=1.1, clinic inr=2.0. Pt's therapeutic range is 1.4=1.6.

Manufacturer narrative:
Investigation pending.